Event description:
According to the customer, on (B)(6) 2025 the nebulizer made a "popping" sound from the motor and now it will not administer her "normal saline prescribed twice a day" for "bronchiectasis".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the nebulizer made a "popping" sound from the motor and now it will not administer her "normal saline prescribed twice a day" for "bronchiectasis". The customer reported she is experiencing an increase in "coughing" and "congestion" related to the lack of medication delivery. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d4: lot number. Update to d9: sample returned. Update to h3: sample evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.